Manufacturer narrative:
On 04/26/2016 a medtronic representative performed a navigation system check-out, all areas passed. System performed as intended. On 05/04/2016 a medtronic representative, following-up at the site, confirmed the navigation system is working normally.no parts were replaced. No parts have been received by manufacturer for analysis. - no further issues have been reported.

Event description:
A medtronic representative reported that, while in a cranial axiem shunt placement procedure, in the navigate screen, the mouse unexpectedly became unresponsive. The navigation was working, however, was unable to select a projection. When this behavior was noted, the shunt had already been placed. The laser on the bottom is not flickering. The surgeon screen is not touchscreen. In trouble-shooting this intermittent issue, the mouse began to work, then stopped. A hard re-boot of the navigation system restored normal function. The surgeon opted to continue and completed the procedure with the use of the navigation system. Delay in therapy was less than one hour. There was no impact on patient outcome.